Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted into two pieces at the bifurcation area. This is out of specification per inspection procedure which states, "shaft shall be free of kinks, cuts, tears and irregular surfaces" or "visually check for defects, excessive material (over fill) colors streaks, loss of colors, bubbles/voids, splits and/ or blemishes." A potential root cause for this failure could be high modulus silicone. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter came loose (torn) at the funnel. The device was secured to the patient's diaper, when it was opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter came loose and torn at the funnel when it was opened. The device was secured to the patient's diaper.